Manufacturer narrative:
(B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which transection was done first? Proximal or distal? Were each of the transactions (proximal and distal) completed in one or multiple firings? In each of the transactions, were there any staples present and what was their form? Was the device difficult to close? Is the colostomy permanent or temporary? What is the current patient status? The analysis results showed that the cs40g device was received in good visual conditions and with two cartridges reloads present. The reloads were received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: it was reported that the patient has suffered from post-operative infection. The surgeon reported to the sales rep that there was significant bile spillage when the device failed to complete the staple line and as a result, infection and extended hospitalization has occurred. The patient is still recovering from the infection. The patient was also reported to have crohn's disease which the surgeon reported would lead the patient to be more susceptible to infection.

Event description:
It was reported that during a sigmoid colectomy with colostomy placement procedure, the device was used to transect proximal and distal portion of colon. First reload failed to lay a complete staple line. The second transection reload failed to lay staple line whatsoever. Case was completed with oversewing the first transection and complete sewing of the second transection.